Manufacturer narrative:
At the time of this report, mentor received information that the impacted device was explanted and then re-implanted into the patient. Per mentor IFU, these devices are for single use only and should not be reimplanted. Therefore, the device was used off label. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture concomitant products: 590cc mentor memorygel breast implant (catalog number 3505590bc, serial number (B)(4)). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old race caucasian patient underwent a primary breast augmentation with a 590cc mentor memorygel breast implant and experienced postoperative right-sided capsular contracture baker grade iii. The diagnosis was confirmed by physician upon examination. As a result, the patient's impacted device removed on (B)(6) 2019 and the same device was re-implanted into the patient. Per mentor IFU, these devices are for single use only and should not be reimplanted. Therefore, the device was used off label.